Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been changing the insulin pump's battery. The customer's blood glucose level was around 300 mg/dl. The customer would not get a low battery alert prior to the replace battery alarm. The insulin pump was not dropped nor were there any unattended alarms to drain the battery. This was the second occurrence of a replace battery now without a low battery warning. The device was returned for analysis.